Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2017-apr-13 reported pump was refilled on (B)(6) 2017. Refill note stated they did a home visit for intrathecal pump refill today (B)(6) 2017. The patient was very positive and talkative. It was noted that the patient's home was neat and walk areas were free from obstacles. The patient does have a steep stairway up to the patient's front door, but stated that the patient's sons will be helping to install a ramp to make easier access to the patient's home. It was noted that the patient tries to be very careful on the stairs, and has not had any incidents or falls since last visit. The patient felt the pain has been adequately controlled, and stated that they use the personal therapy manager (ptm) mostly in warmer weather as they find themselves doing more activity at that time. The ptm does help for breakthrough pain. They noted that the patient feels like their pump may have moved further to the side of abdomen, close to the hip. The patient denied any pain to the site. Critical and non critical alarms were played for the patient and explained the importance of reporting to their hcp and nurse should they hear an alarm. The patient was also reminded about reporting any magnetic resonance imaging (MRI) studies an d how they can use ptm. The patient verbalized understanding. Hcp was given report on patient and will contact patient for next refill visit. It was noted that patient was happy with the pain and care received. It was noted that no symptoms were reported related to the pump movement. It was noted that patient lives out of state, and it was noted that the pump may have moved in pocket if the patient had lost weight. It was noted that the cause of the pump movement was not determined, and were currently just waiting to see if symptoms improve. It was noted that the pump movement was stable at this time. The patient's weight was (B)(6) on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug and compounded morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient's pump had moved in the pocket to the side of the patient's body. It was stated this happened gradually and the patient's last refill was more difficult because of this. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional described the previously reported issue. No further complications were reported/anticipated.